Event description:
It was reported the programmer started up two times and both times there was a fatal error that displayed. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer boots to an error. No other anomalies were found.